Event description:
It was reported that the patient underwent a gynecological procedure to treat stress urinary incontinence and pelvic organ prolapse on (B)(6) 2008 and a mesh was implanted into the patient during surgery. It is reported that the patient experienced pain, dyspareunia, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted. See also medwatch 2210968-2012-04412. The same patient is represented in each medwatch.

Manufacturer narrative:
The following outcomes were attributed to the device: pain, recurrence, bleeding, dyspareunia, urinary/bowel problems. It was reported that patient underwent removal of first mesh and placement of new mesh on (B)(6) 2009. (B)(6).. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.